Manufacturer narrative:
The unit was not returned for investigation. The complaint is unconfirmed. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that the stent became ingrown and had to be surgically removed. The physician attempted to deploy an additional stent to break the initial stent free. This was unsuccessful. No additional injury to the patient was reported.

Manufacturer narrative:
The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no complaints of a similar nature were found for this lot number.